Event description:
Procedure type: colo-rectostomy. Patient gender: female. According to the reporter: some staples did not close. Operating time was extended more than 30 minutes, but no tissue loss and no bleeding occurred as a result. No patient injury was reported. No patient information was disclosed.

Manufacturer narrative:
Initial report sent: 12/18/2007.